Manufacturer narrative:
(B)(4). Suggested component code: mechanical (g04), stem. G2: foreign, event occurred in (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that an alternative femoral stem was inadvertently implanted instead of the intended stem during the procedure. There has no been impact or consequences to the patient. Attempts have been made and no further information has been provided.